Event description:
It was reported that during a biliary stenting treatment procedure the inner sheath tore. A 8.5fr/10cm flexima biliary stent had been advanced over an unspecified guidewire to an unspecified biliary location. While attempting to deploy the stent, the physician encountered resistance. The device was removed and it was noticed that the device appeared "stretched" and the inner sheath was "torn". The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "good."